Event description:
The customer reported that their central failed to alarm for a patient that passed away on (B)(6) 2022.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted with reference to manufacturers report number 1218950-2022-00590 for correction of the date of death.

Event description:
The customer reported that their central failed to alarm for a patient that passed away on (B)(6) 2022 between 3:00am-5:00am .

Event description:
The customer reported that their central failed to alarm for a patient that passed away on (B)(6) 2022 between 3:00am-5:00am .the patient died from cardiac arrest.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and could not confirm the reported issue. The device logs were gathered by the engineer and analyzed. After analysis was performed it was determined that the patient monitor was put into standby mode which is why there were no alarms. Monitoring was suspended manually from the patient information center. The device was put into standby mode at 01:12 and there were no alarms until 04:21 when the device was taken out of standby. There were quite a few inops before and after standby mode but alarms were generated and audio was present prior to the device going into standby. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found; this is considered a user error. No further investigation or action is warranted at this time.